Event description:
Patient experienced elevated blood glucose of 25 mmol/l (450 mg/dl) and ketosis after the infusion cannula fell out during the night. Patient was admitted to the hospital from (B)(6) 2011 and treated with an insulin drip. Patient's blood glucose was 11.5 mmol/l (207 mg/dl) prior to the event. Patient inserted a new infusion cannula (competitor's product), but blood glucose remained elevated. Patient also reported the infusion device is not delivering insulin correctly. No alarms were received on the infusion device, and insulin flows from the infusion tubing during the prime procedure. The infusion device was replaced and requested for evaluation, and patient is delivering insulin via pen until the replacement arrives. Blood glucose has returned to normal. The infusion set was discarded and will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.